Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, no physical damage was observed. A system test was conducted and there was presence of an artifact observed but the reported error message was not reproduced. The leakage test passed at full level but during destructive analysis, a micro crack on gastro flex # 3 folding area was noted. The root cause of the reported phenomenon was due to insufficient gastro flex reliability which is related to design. The cable assembly and gastro flex design were reviewed and appropriate action plans would be established through capa2017-11000337. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that the transducer displayed a usacquisitionhw_40_0 error message when it was connected to the ultrasound system. The reported phenomenon occurred during equipment testing. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.